Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section cover and universal cord protector had leakage. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device sheath was damaged at the end. There were no reports of patient or user harm associated with this event.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental is to inform updates on the following section: the device was returned to olympus for inspection and the reported failure was not confirmed. However, evaluation found the device bending section cover and universal cord protector was found with leakage due to deformation. Based on the results of the investigation, a definitive root cause could not be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.